Event description:
It was initially reported by the surgeon that the patient fell down and had his incision site re-opened. Patient had a battery replacement surgery due to end of service recently. No additional information was received. The fall most likely caused the incision site to re-open. Patient was taken to ER and had his device replaced.